Event description:
On december 07 2016, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultramini meter was read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that he obtained a result of ¿300mg/dl¿ on the subject meter, which he felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with ¿trulicity, trujiro and novolog¿ and stated that he increased his novolog dose from ¿40 units to 60 units¿ in response to the alleged issue. The patient reported that an unknown time after the issue occurred he ¿passed out¿ and was hospitalized ¿ although did not specify what treatment was received whilst in the hospital. During the call the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.